Event description:
A malfunction was reported on the pump by the caller, with no events occurring prior to the malfunction. Customer's blood glucose level remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). Customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support arranged for a replacement pump with updated software and provided instructions for storage and return of the malfunctioning pump.